Manufacturer narrative:
An event regarding crack/fracture involving a mako checkpoint was reported. The event was confirmed. Method & results: -product evaluation and results: functional inspection confirmed the event. Device has a crack along the base. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed .no additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Pelvic pin broken off.